Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported difficult to remove was unable to be confirmed due to device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent tip mandrel removal, the tip of the device was inadvertently pulled as well; thus resulting in the reported difficult to remove-tip mandrel and ultimately resulting in the reported stent premature activation. Inadvertent mishandling resulted in the noted multiple bends on the outer member proximal to the outer member stent sheath bond, multiple kinks on the stent sheath, and bent stylet, likely contributing to the reported difficulties. Manipulation of the device possibly resulted in the noted twisted ribbon; however this cannot be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the stent tip mandrel was removed from the 6x120 mm absolute pro self expanding stent system (sess), there was resistance. The stent opened and released the first cells while outside the anatomy. Another device was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.